Manufacturer narrative:
This investigation is ongoing. Upon additional information, this investigation will be updated. Device not returned.

Event description:
It was reported that when interrogating the device prior to implant the temperature had decreased and the voltage was too low, thus the device was not implanted. The device will not be returned. No adverse patient effects were reported. A save to data review by boston scientific technical services (ts) noted no resets or abnormal faults. It was noted that fault code associated with voltage too low for remaining capacity occurred. Ts noted that the device voltage tracks the temperature and had recovered. The fault was also cleared and the device could be used for implant. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that when interrogating the device prior to implant the temperature had decreased and the voltage was too low, thus the device was not implanted. The device will not be returned. No adverse patient effects were reported. A save to data review by boston scientific technical services (ts) noted no resets or abnormal faults. It was noted that fault code associated with voltage too low for remaining capacity occurred. Ts noted that the device voltage tracks the temperature and had recovered. The fault was also cleared and the device could be used for implant. No adverse patient effects were reported.